Event description:
I've had breast implants for approximately 27 years, since approximately 1996 (dates are approximate). I haven't felt well in 12 plus years. My not feeling well began in about 2006 to 2007, and my symptoms have worsened. I thought my symptoms in part were possibly due to living directly behind a toxic chemical plant for about 10 years as it was an electrical coating of magnet wire plant and I was told by a physician that I had become sensitized, however, this past year of doctor visits seemed to be dismissed. I was referred to a liver surgeon regarding the removal of a large benign tumor in my liver. The liver surgeon said that he was 95% sure that my symptoms would not be relieved by removal of the tumor, however, the surgeon noted large breast implants, osteoporosis, plastic surgeon. My assessed symptoms reported by primary physician for me was fatigue, malaycia, not very good stamina, and prior years recorded symptoms 2017 have included sensitivity to light, recurring uti's and weight gain, numbness in toes and fingers. I also have difficulty with blurriness having to use a magnifying glass to see for smaller letters and sometimes problems with clarity. My breast implants also feel very heavy and I do have other symptoms. I began to search for a plastic surgeon since I met with the liver surgeon (B)(6) 2022. When I began searching for a plastic surgeon, I noticed the "breast implant illness" on some of the plastic surgeons websites and believe this may be what I am experiencing. One thing I'd ask you to consider, is the people who cannot afford to have their implants removed and making a code for insurance to cover this debilitating illness. I go through the motions of every day, however, I cannot work the job that I have a license to do currently like I know that I could in part due to my not feeling well. I know now that I need to have my breast implants removed at the very least due to osteoporosis, however, I am hopeful that upon removal I will be able to experience significant relief and have a better life. I have to try and save the money for the explant surgery and this could take months or possibly longer. I hope that the word will get out there more for other people who may be experiencing these symptoms so they can experience relief. Thank you.